Manufacturer narrative:
The pump was taken to the hospital's biomed for eval. The biomed was unable to reproduce the failure and the pump was returned to service. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated "blood detected" alarm. The customer said that there was no blood in the gas lumen, they rebooted the iabp and the unit generated an "autofill failure" alarm and then a "maintenance code #3" alarm (balloon transducer offset failure). The patient was switched to another iabp and therapy was continued. No patient injury was reported.